Event description:
It was reported that the user experienced persistent elevated blood glucose readings for several hours after a recent infusion set and supply change, with the pump displaying high glucose and subsequent downward trend after additional supply changes and troubleshooting education. Symptoms included hyperglycemia, thirst and tiredness. Outcomes included no reported injury, no medical intervention beyond routine self-management, and no hospitalization. Investigation included user interview and troubleshooting guidance regarding infusion set and supplies. Investigation of this case revealed no observed kinks, leaks, or device alerts other than high glucose, and no abnormal findings identified with the reported infusion set changes. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.